Event description:
It was reported that, during a percutaneous coronary intervention treatment procedure, a vessel dissection occurred. The physician gained radial access. The target lesion was located in the severely calcified mid left anterior descending artery. The physician advanced a 182cm pt graphix guide wire to the target lesion and used ivus to view the calcification. The physician advanced an unspecified balloon catheter and inflated it to an unknown atms. The unknown balloon catheter was removed and another unknown balloon catheter was advanced and inflated to an unknown atms. When the physician advanced the 182cm pt graphix further into the left anterior descending artery a vessel dissection occurred. The case was aborted and the patient's current status was okay.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).